Manufacturer narrative:
Correction to g2 to add the foreign country france. This report is being supplemented to provide additional information based on the results of third party testing, the device evaluation, and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. Multiple defects were noted where the bending section rubber glue was deteriorated, there was insulation failure at the distal end, the insertion section and universal cord were wrinkled and there was insufficient angulation. However, these defects are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device."

Event description:
The customer reported to olympus, during routine testing of the subject device in reprocessing, the results tested positive for microbial contamination, two (2) colony forming units of pseudomonas aeruginosa. No patient involvement.

Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation, however it is anticipated. The customer provided their cleaning, disinfectant, and sterilization procedures which include the following: pre-cleaning detergent with anios clean excel d, manual treatment/pre-cleaning practice performed with asept inmed, peracetic acid and glutaraldehyde disinfectant, and the biopsy, air, and suction valves are automatically disinfected or sterilized. The automated endoscopic reprocessor model used is soluscope with soluscope cln detergent and soluscope paa disinfectant; storage practice noted as other. The investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.